Manufacturer narrative:
(B)(4)

Event description:
It was reported that crosstalk due to myopotential oversensing was observed on the ventricular channel. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.